Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was having problems with their shunt starting the first week of february. It was stated that they were getting their shunt replaced.